Event description:
A peritoneal dialysis (pd) patient reported the transfer set came apart from the titanium adapter and "it did not touch anything". Within two hours from the event, the patient presented to the pd clinic and unspecified antibiotics were administered. Subsequently, the patient experienced peritonitis. The patient was then given vancomycin (every five days, 3 doses). The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. The transfer set was discarded, and the titanium adapter remained in use. No damage was noted on the set. The patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.